Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons require multiple and longer presses to respond, grooves on reservoir opening worn down, unexplained no delivery alarms, deep scratch on insulin pump which effects visibility, rainbow effect on the insulin pump screen which effects visibility and insulin pump rejects new batteries. The customer¿s blood glucose level was unknown. Customer declined to report to 24 hour helpline technical support. The devices will not be returned for analysis.